Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed low out of range impedance and loss of capture on the right ventricular (rv) lead. No patient symptoms or intervention was reported.